Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with polyflux 170 h, the patient experienced a type a hypersensitivity reaction. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR- corrected